Event description:
During the removal of the epidural catheter, the rn found the tip was not attached and the fine coiled wire on the inside of the catheter was uncoiled and hanging out of the end of the catheter. X-rays were performed which did not reveal any visible foreign bodies. Anesthesiologist recommended leaving catheter as is unless further issues developed. Patient was discharged to short term rehab on (B)(6) 2013.